Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cusa clarity console (c7000) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the device was returned and tested and was found to be operational. The reported fault could not be verified. No fault was found, and the device tested within specifications. The technician upgraded the software. Root cause - the complaint is not confirmed as the device passed all testing and meets specification. Based on reported failure of "unknown error message", it is not possible to give a probable root cause due to lack of information, and log files were not provided. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during a surgery the cusa clarity console (c7000) emitted an unknown error message. They used another handpiece but the problem was the same so they decided to use another generator. There was increased surgery time, but the exact duration is unknown. There was no patient injury.